Event description:
A customer contacted beckman coulter, inc (bci) regarding elevated troponin (accu tni) results that were generated by the unicel dxi 800 access immunoassay system for a single pt samples. For a week in 2007, five samples from one pt were tested for accu tni and results were in the range of 1.04ng/ml to 1.23ng/ml. The sample from this pt was tested for troponin by a different method and a "negative" result was obtained. The customer did not receive any report of any death, serious injury, or change to pt treatment attributed or connected to this event.

Manufacturer narrative:
Qc was within specifications prior to the event. Calibration and system checks were within specifications. Pre-analytical sample handling info was not provided. This is the only pt sample in question. Service info was not provided. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.